Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet selected for implant using a 14f amplatzer torqvue delivery system. Prior to implant, trace pericardial effusion in the pericardial space was observed. The transseptal puncture was inferior mid. Two days post-implant, the patient reported fever and chest pain; pericarditis was thought to be the cause of fever and chest pain. Computed tomography angiography (cta) and echo were performed and unchanged trace effusion was observed; the effusion was "not big enough to need resolution." Cardiac tamponade was not present. The patient had an extended hospital stay for symptoms. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of angina, fever, and pericardial effusion two days post implant was reported. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the amulet puncturing the laa. Information from the field indicated that trace pericardial effusion was noted prior to procedure. Field indicated that the device was partially recaptured one time during the procedure. There was multiple manipulations, and difficulty implanting the device. Abbott requested for procedure imaging to review, this was not provided by the site. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported pericardial effusion appears to be a combination of procedural complication (pre-existing trace effusion, recaptures, several device manipulations and positioning). The reported angina, fever, and prolonged hospitalization was a cascading effect of pericardial effusion. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.